Event description:
It is reported that pt with hip fracture was operated on twice. First time post-operatively, (B)(6) surgical was applied and after few days a skin reaction was noticed. Later the pt was readmitted and had a second hip operation, this time (B)(6) surgical was applied as well. When the bandage was removed there was a skin stripping. Unknown for how long the bandage had been on, bandage removed as recommended.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury based on reports of "stripping of the superficial skin layer". The product number is indicated as unknown, however, three attempts have been made to ascertain this information as follows: first attempt: (B)(4) 2014; second attempt: (B)(4) 2014 and third attempt: (B)(4) 2014. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Report indicates that first time post-operatively (B)(4) surgical was applied and after a few days a skin reaction was noticed (this issue is reported under pt identifier #(B)(6) and MFR report #: 1000317571-2014-00021). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.